Event description:
The st. Jude medical rep responded to a case where a patient received inappropriate therapy due to oversensing. The stored and real-time electrograms revealed ventricular oversensing of intrinsic atrial events and paced events. Despite programming changes the device was still oversensing. The decision was made to explant the ICD and lead.